Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance trend on a lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv impedance steady near 400 ohms until week of (B)(6) 2016 when it began varying to >700 ohms. 68 v-sic episodes from (B)(6) 2016. Rv lead integrity warning on (B)(6) 2016 due to 2 or more vt-ns episodes <(><<)>(><(> <<)><(><<)>)>220 ms and sic >= 30 in 3 days. Rv lead integrity warning on (B)(6) 2016 due to 2 or more vt-ns episodes <(><<)>(><(> <<)><(><<)>)>220 ms and rv lead impedance variation in last 60 days.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing with non-sustained tachycardia episodes and varying impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.